Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B) (6) 2010. According to the complainant, seven minutes into the ablation phase of the procedure, a fluid loss alarm message was generated, and a cervical leak occurred. The rate per minute of the fluid loss has not been provided. The patient experienced a burn on the posterior culdesac of the vagina. The physician reported the burn as minor blanching and did not classify the burn. The physician treated the affected area with silvadene cream. The procedure was aborted due to this event. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.